Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found tamper seals removed/broken: yes, both seals were removed. Top case cracked/chipped by the front right and left bottom corners. Broken mounting on bottom case and cracked battery door. Cracked right plunger case and visible contamination. Force sensor test error found in ehl several times. The reported issue was duplicated, reported problem duplicated during start up/self test. Steady state reading of the force sensor (with no pressure on it). The cause of the reported issue was due to the force sensor error caused by the force sensor being out of calibration. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they are unable to clear issue will need to send the device out for repair. There was no patient injury reported.